Event description:
On (B)(6) 2014, the patient presented emergently to the hospital with chest pain, and a CT scan showed a new thoracic aortic dissection unrelated to the abdominal dissection.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic dissection and aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2013, the patient presented emergently to the hospital with chest pain, and a CT scan showed a new thoracic aortic dissection unrelated to the abdominal dissection. It was reported there also appeared to be possible false lumen perfusion involving the abdominal dissection, and the trunk appeared to be slightly invaginated due to impingement from a dissection flap. There was reportedly no evidence of endoleak, aneurysm enlargement, or false lumen enlargement. On (B)(6) 2014, the patient underwent treatment of the new thoracic aortic dissection whereby three conformable gore® tag® thoracic endoprostheses and two aortic extender components were implanted. It was reported that after the thoracic dissection was successfully excluded, angioplasty was performed on the proximal end of the trunk to obtain better wall apposition in the proximal neck. Final angiography showed coverage of all dissection entry tears, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include acidophilus, amlodipine, aspirin, ativan, avelox, clonidine, hydrochlorothiazide, lasix, levaquin, lisinopril, mag-ox, pravachol, protonix, tylenol, nacl, and zolpidem.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.